Event description:
Revision t - 12 to l- 5 fusion not healed. Pre op diagnosis: second hardware failure pain with popping.

Manufacturer narrative:
Lot numbers are as follows: 51349900 (1), 51381636 (1). Devices will be forwarded to MFR for eval.